Event description:
It was reported to philips that the smoke was coming from the generator which was affecting the patient procedure. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing planned (non-emergent) treatment. The procedure was completed after transferring the patient to another system. It was reported to philips that the tube cooling unit had a leak. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that there was no smoke, oil was leaking and there was oil accumulating on the floor of the machine room. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that there was an oil leak from the side x-ray tube cooling system. The fse wiped and cleaned the oil and found the complete set of cooling equipment needed to be replaced. To resolve the issue, fse replaced the cooling unit. The defective part was sent for analysis, for cooling unit failure was observed and the failure was found to be leak at de-aerating hose crimping, as the softener is volatilizing over time leading to brittle and hard hoses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing planned (non-emergent) treatment. The procedure was completed after transferring the patient to another system. It was reported to philips that the tube cooling unit had a leak. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that there was no smoke, oil was leaking and there was oil accumulating on the floor of the machine room. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found that there was an oil leak from the side x-ray tube cooling system. The fse wiped and cleaned the oil and found the complete set of cooling equipment needed to be replaced. To resolve the issue, fse replaced the cooling unit. The defective part was sent for analysis, for cooling unit failure was observed and the failure was found to be leak at de-aerating hose crimping, as the softener is volatilizing over time leading to brittle and hard hoses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.